Manufacturer narrative:
He only information provided was the sex of the patient. No other information was provided. The product was not returned for evaluation as of the date of this report. It was believed the leak applicable to the luer connectors may have been caused by user error. Additional training for the site has been recommended. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduce leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The reported lot in this event did not include the solvent process change. 3m continues to monitor their complaints to confirm the effectiveness of the change made and is also monitoring trends of complaints subsequent to the change. End of report.

Event description:
This incidents were reported on (B)(6) 2016. There were two reporting incidents involving the same patient regarding the use of two sets of the 3m ranger(tm) high flow blood/fluid disposable sets. The first set failed at the luer connector sites of the tubing and "exploded" contaminating the environment and staff with blood (packed red blood cells). The high flow set (24355) is sterile and contains four luer lock connections that need to be tightened well prior to use. This is a critical step prior to turning on any fluid/blood to prevent the disconnection of the tubing during administration. It was suggested that this critical step be reviewed again via training with the site. The second set leaked at the fixed "y" connection containing fresh frozen plasma (thawed). Both incidents occurred during use with the patient. The reporter stated the infusion rate was less than 500ml/minute with each set and that a pressure infusor was being used at the time. There was a delay in the blood product administration but no reported injury as a result of the reported incidents involving the same patient.